Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
The reporter contacted animas on (B)(6) 2017 alleging a call service alarm (cs012) issue. There is no indication the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 09/07/2017 with the following findings: review of the black box data revealed record of cs012 alarm on 10 june 2017. On investigation, the pump powered on and ez-prime steps were correctly completed without call service alarm 012 occurring. No errors, alarms or warnings occurred during the investigation. Investigation did not duplicate the complaint. There was no damage, defect or contamination of the pump¿s internal components. Unrelated to the original complaint, the battery compartment was noted to be cracked.